Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 50 mg/dl with confusion associated with an inaccurate delivery issue. It was also reported that the patient experienced a bg over 250 mg/dl, but less than 500 mg/dl with no symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting could not be completed at the time of the call. The reporter stated that the patient felt the bg issues were a result of the pump not delivering the right amount of insulin and/or related to their exercise regimen. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last basal delivery was on (B)(6) 2014 and the last bolus delivered was on (B)(6) 2014. On (B)(6) 2014 at 07:44 a unexplained loss of prime occurred; deliveries never resumed. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses added up appropriately to equal the total daily dose; showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.